Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced pocket pain in the lumbar right/site of the battery, a loss of therapeutic effect, and persistent pain in both legs. The patient never really had good pain control. When she activates the system, she experiences tingling where the pain is but without any beneficial effect. New programming parameters did not help. She no longer experienced any therapeutic effect, therefore, the ins was explanted (B)(6) 2020 and not replaced. Etiology was related to the device or therapy. The outcome was resolved without sequelae on (B)(6) 2020.